Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-june-2026, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion's needle broke inside the instrument and was not able to be removed. Noticed during a case with no patient effect.